Event description:
Pt. Underwent arthrectomy. Several passes w/ 1.5mm arthrectomy device at low speed. Removed/w guidewire entrapped, new guidewire inserted w/difficulty. Balloon deployed for bleed. Jostent covered sent 3.0mm/ 16mm deployed. Then 2nd one deployed, but would not cross first one. Balloon inserted to allow for passage of stent. Balloon caused jostent stent to be stripped from deployment device. Stent wedged in proximal posterior tibial artery undeployed. Attempts to snare unsuccessful. A stent from another manufacturer was deployed and crushed jostent stent.